Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref#: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the device on-site, where the issue was confirmed. During troubleshooting, one of the pressure transducer printed circuit boards (pcbs) was replaced. After the replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. The pressure transducer pcb is a part of the pressure measurement system in the ventilator. A faulty pressure transducer may lead to inaccuracies in pressure measurement, which will be detected during pre-use check (puc). If the failure occurs during ventilation, alarms will be activated. The replaced pressure transducer pcb was returned for further investigation. A visual inspection of the returned pressure transducer pcb revealed no abnormalities. The pressure transducer pcb was then placed into a reference ventilator for simulated use testing. During this testing, the device failed both the internal leakage test and the pressure transducer test during the puc. Additionally, during ventilation, the device alarmed for high positive-end-expiratory-pressure (peep). The zero-pressure voltage was measured on the pressure sensor on the pressure transducer pcb and exhibited a significant offset drift. When measuring the wheatstone bridge for the pressure sensor, a significant imbalance was found. Additionally, a microscopic investigation revealed no significant dirt, debris, or particles inside the pressure sensor's cavity that could impact its measurements. Our investigation has concluded that the device failed to meet its specifications and that the reported problem is due to a broken pressure sensor on the pressure transducer pcb.

Event description:
Manufacturer's ref: (B)(4).